Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis intraperitoneally with zidimbiotic (ceftazidime) one gram and vancomycin, 0.5 gram (frequencies not reported). Three weeks after starting the antibiotic treatment, the peritonitis was resolved, the patient was recovered from the event, and treatment with ceftazidime and vancomycin were discontinued. On the same day, the patient was discharged from the hospital. On an unreported date, the patient was re-trained in proper aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.